Event description:
It was reported that an ilet user experienced a charging problem when the device did not appear to hold a charge with the supplied charger, though charging resumed when placed on a wireless charger and the user later confirmed proper charging after repositioning the device on the ilet charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger, consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.